Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds due to possible perforation. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.